Event description:
Customer reported that during a procedure, they noticed an air leak between the inner and outer cannula of the tracheostomy tube. The tracheostomy tube was placed in the pt on (B)(6) 2011. The pt was recannulated with another tracheostomy tube.

Manufacturer narrative:
If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.